Event description:
Device was placed to nephrostomy for hydronephrosis in 2003. The needle was inserted into renal pelvis via below 12th rib by posterior approach. After guidewire was inserted in renal pelvis, dilator was inserted over the wire. The dilator was then replaced with drainage catheter. At this time, it was noticed tip of catheter was not in renal pelvis, but at posterior-peritoneum under angiography. The catheter was removed without any extra sheath or conduit. It was noted that outer surface of catheter had peeled away approximately 3cm. Separated fragment was also noted at posterior peritoneum. Due to condition of pt, fragment remains intact for time being.